Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl, 350 mg/dl. Customer thought they might delivered too small of a bolus, they did some more it didn't come down and finally did a manual injection. The customer reported air bubbles of champagne size in both reservoir and infusion set. The insulin pump will not be returned for analysis.